Event description:
Additional information received from a manufacturer representative reported that they thought the likely cause was a patient slip. The surgeon did mention that the patient may have shifted down after registration and even a slight shift could cause a mismatch.

Manufacturer narrative:
H3: analysis of the clinical export data file and log file found that the complaint was confirmed. Planning of the executed trajectories was reviewed and no issues were found with planning. The log file showed no excessive force applied to the surgical arm. After reviewing all available information, analysis concluded the most likely cause for the mismatch between navigation and guidance was a patient shift. In case of a shift in the patient's position post registration, re-registering the system would have resolved the issue encountered in the operating room. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Export files have been received but not yet analyzed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that navigation was being used for the procedure. When the surgeon place the probe on the anatomy it was showing a centimeter under the bone even though the probe was on the bone. The manufacturer representative verified accuracy on the divot which was correct and performed another snapshot. Again, the navigation was showing a centimeter under the bone even though the probe was flush with the bone. Technical services were contacted and the representative was instructed to perform the scan and plan again due to the possibility of a patient shift. No patient harm was reported and surgery was delayed less than an hour. Additional information received from a manufacturer representative reported the cause was not determined. All troubleshooting steps were done except for doing another scan during the procedure. The issue was not resolved due to the surgeon being unwilling to re-scan due to radiation.